Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached above 200 mg/dl while wearing the pod longer than 48 hours. The patient was disoriented due to dementia. He was treated with intravenous fluids and insulin. The patient was had not been released from the hospital yet.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.